Manufacturer narrative:
Device passed the displacement test, rewind, prime or seating test, basic occlusion test and force sensor test. No unexpected insulin flow blocked alarm noted. All basal profiles delivered properly their indicated amounts and were verified in the daily total screen. All buttons functioning properly. No damage in the keypad assembly noted. Device received with pillowing keypad overlay and fading serial number label. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had insulin flow block alarm. Customer stated that they tubing was not bent or kinked. Customer stated that they did not tried different cannula length. Customer stated that they tried all remedies. Customer stated that the insulin pump had stuck button error alarm. Customer stated that they did press a button down for 3 minutes or longer. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.